Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow up, it was reported that the patient experienced a period of loss of capture and syncope due to failure of the auto capture algorithm. No intervention was performed and the patient continues to be monitored. The patient was stable.